Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "laparoscopic nephrectomy". "This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Septum fragmentation. Report from the sales rep: a foreign material fell off inside abdominal cavity. It was removed from patient and the surgery was successfully completed. During inspection on the trocar post-treatment, the customer noted the trocar valve was fragmented and the foreign material comes from the trocar valve. Intraperitoneal irrigation was performed during the case. No patient injury. Initial investigation report: the event unit was returned to us and visually inspected. The ddb was removed by the customer for inspection. The septum was fragmented. The returned fragment (size: 1.5mm x 2.5mm) matched the missing location on the septum. The unit will be returned to amr for further evaluation. Admin# (B)(4). Type of intervention: "it was removed from patient and the surgery was successfully completed". Patient status: "no patient injury".

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a rubber fragment. Visual inspection confirmed the complainant's experience of seal component separation. The rubber fragment completed the missing portion on the septum, a rubber component of the seal. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.